Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): a429693 308-01-08 - 8x80mm distal stem modular cemented, a335126 308-05-19 - distal fixation ring ha 19.5, b032561 308-10-00 - med prox body +0, a325338 308-10-50 - 50mm middle segment modular, b124301 308-10-75 - 75mm middle segment modular, 7092779 308-16-25 - taper locking screw 125, b047306 320-10-00 - equinoxe reverse tray adapter plate tray +0, b118905 320-15-01 - eq rev glenoid plate, b020949 320-15-05 - eq rev locking screw, b077425 320-20-00 - eq reverse torque defining screw kit, s532378 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, b080187 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, b019474 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, s525734 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, a464891 321-20-00 - equinoxe reverse shoulder drill kit, a920763 321-52-09 - 3.2mm k-wire, trocar tip.

Event description:
It was reported that this patient's right shoulder was revised approximately one months post operation. Hrp was dislocating due to lack of soft tissue tension. Patient revised to exactech devices: liner and glenosphere were upsized to 42mm. Patient was last known to be in stable condition following the event. Product not returning: discarded at the hospital.

Manufacturer narrative:
Report number: 1038671-2024-04253 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 h10 the following sections were corrected: b2 g4:510k h6 the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance as stated in the experience report. Other contributing factors may be patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.